Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full evaluation. The reported event was confirmed. The balloon was not able to be inflated due to leakage through a 0.3" crack at the catheter tip. The crack lined up with inflation lumen. The balloon latex and both balloon windings were intact. Additionally, an unknown green fiber smaller than 0.1" in length was found in the crack at the catheter tip. Due to its size, the unknown fiber was not able to be isolated for further analysis. The through lumen was found to be patent and did not leak. There was no other visible damage from provided unit. Based on further investigation completed by the engineers in the manufacturing site, the potential root cause could be related to the manufacturing process. Therefore, a CAPA was initiated to further investigate the failure mode of tip defects. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient of this fogarty catheter, there was a balloon leakage. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Upon further investigation review regarding the green fiber that was found in the crack of the catheter tip, in relation to the fiber, it was confirmed through the bill of materials and through the manufacturing processes, that there is no component or green material used for the assembly and sub-assembly of this model. Additionally, the component code in h6 has been updated. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.